Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm how many devices present the issue (pull off suture needle)? The sales rep reported 2 devices. No further information will be provided. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2020 and suture was used. During the procedure, the suture got detached from the needle. There were no adverse patient consequences reported. Additional information was requested.